Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 22 cm distal to the distal end of the strain relief as well as multiple hypotube kinks distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex vessel. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke in the middle of the hypotube. The device was completely removed from the patient. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex vessel. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke in the middle of the hypotube. The device was completely removed from the patient. There were no patient complications reported.